Event description:
It was reported that an asymptomatic patient was seen in clinic for a routine follow-up and the ventricular lead exhibited loss of capture and the patient had suffered a fall. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.